Event description:
It was reported that the surgery was unable to engage the implant with the inserter, and therefore had to revert to an acdf procedure.

Manufacturer narrative:
A review of the device history records for this device did not reveal any non-conformances to specification, or deviations in procedure, which might contribute to the reported event. Unable to determine the definitive cause of the reported event.